Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified right coronary artery (rca). A 4.0 x 12 nc trek balloon catheter was inflated approximately two times between 12 and 14 atmospheres. When deflation of the balloon was attempted, it only partially deflated. During withdrawal when force was applied to remove the balloon catheter from the guide wire, a shortening of the rca was observed resulting in distortion at the level of the proximal stent edge due to accordion effect. The distortion resolved on its own once the balloon was removed and the procedure was successfully completed with a 4.0 x 8 nc trek. Reportedly, the 4.0 x 12 nc trek was not submerged in saline prior to use. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheter nc trek rx instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Also noted in the IFU it states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.